Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal to the distal end of the proximal marker band. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands of the device that could have contributed to the complaint event. A visual and tactile examination of the device identified multiple kinks on the of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified with the shaft of the device which could potentially have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable base on device analysis completed on 06-apr-2108. It was reported that the device failed to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. During the procedure, it was noted that the balloon catheter was unable to cross the lesion. No patient complications reported. However, device analysis revealed a liquid was observed to be leaking from a balloon pinhole.